Event description:
The facility representative reported an infuso.r. Pump with a condition of pump not working. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a battery door issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that was not working was confirmed and reproduced during product evaluation. This condition was due to a loose connection between the battery door wire and the battery door. The battery door wire was reconnected and loctite was added to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.